Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device undersensed and incorrectly discriminated tachycardia which resulted in a delay in therapy of greater than thirty seconds. Despite the delay in therapy, the arrhythmia was successfully converted. The patient was given amiodarone and oral therapy for recurrent ventricular tachycardia. No adverse patient effects were reported.